Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. It was unable to perform the displacement test due to motor anomaly. The motor position encoder error alarm could not be verified due to the motor error during rewind. Device was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and then motor position encoder error. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer did the rewind and received another motor error alarm. Blood glucose value was 130 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.